Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "control iq seems to get in the way" of bringing down elevated blood glucose levels. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.